Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient, coincident with dianeal pd2, unknown bag therapy. On (B)(6) 2011, the patient began dianeal pd2, unknown bag therapy (dose, frequency and lot number not reported), intraperitoneally for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis. The patient was treated with cefazolin and ceftazidine (dose, frequency, and route not reported). The event peritonitis was ongoing and the patient condition was unchanged. Peritoneal dialysis therapy was stopped due to absence of outflow. Concomitant medications were not reported. The reporting consumer did not provide an assessment of causality.